Event description:
It was reported that the cardiosave intra-aortic balloon pump(iabp) had refill issue. Customers complaint with balloon not feeling. The compressor vacuum was very slow coming up to pressure and the pressure would not exceed 263 mmhg. No harm or injury to the patient was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11 corrected field : h6 ( medical device ¿ problem code , component codes ).